Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old male patient had a rash. The rash was located on his back under the therapy electrodes. The rash was red, bumpy, and itchy. The patient's physician prescribed the patient a cream. The medical outcome of the rash is unknown.